Event description:
It was reported that as the screw was implanted through the cervical plate and secured to the locking ring, it continued through the plate into the bone with the lock ring attached to the head of the screw. The plate was taken out and the screw was removed. A new plate and screw were used to complete the procedure. There was no delay to the procedure due to the event. Pt status is reported as "very good."

Manufacturer narrative:
No product discrepancies were identified with the returned devices. Eval of the event report in conjunction with eval of the returned devices indicate that the screw was driven through the locking ring during implantation. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.